Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. The actual device was not returned; however, a photograph was provided for evaluation. Visual inspection of the photo did confirm a cartridge leak; however, the exact cause is unknown; therefore, specific root cause could not be determined. A review of production records for this lot number did not note any related manufacturing nonconformance's that would contribute to this event.

Event description:
It was reported that the blood pump tubing partially separated from the cartridge connection during treatment, resulting in an estimated 300 ml blood loss. No patient adverse event was noted as a result of this event.